Event description:
The customer reported via phone call that the insulin pump alarmed motor error while the customer was adding insulin to the insulin pump. The customer's blood glucose was 172 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test and was unable to prime at 4.0 lbs during the prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The unit had a cracked case at the display window corner, a minor scratched liquid crystal display window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.